Event description:
This rv lead was implanted on (B)(6) 2009. And was capped and abandoned on (B)(6) 2018. In a form scanned by medical records on 06/20/2018. It was noted, that the lead exhibited failure to capture. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).